Manufacturer narrative:
A ge service rep performed an on site investigation. The volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication failure and locked up. No pt injury was reported.